Event description:
It was reported that a patient's blood glucose levels (bg) reached around 300 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The cannula assembly was inspected and did not find the soft cannula bent, kinked, or damaged. Investigation discovered an 0x14 alarm was generated in the pod data, indicating the pod is occluded. Timeouts were observed at the end of the data. However, no abnormalities were observed in the rotational sensor data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The fluid path and drive mechanism were inspected and no damages or abnormalities were observed that could contribute to the observed hazard alarm. The exact cause of the generated hazard alarm could not be conclusively determined. Additionally, cracks were observed on the top housing. Although damage was observed on the top housing, this did not affect the functionality of the device.